Event description:
A customer reported discrepant results for a1c on the g8 analyzer. The customer mentioned that they got results of less than 4% in their lab using the g8 analyzer, so they sent the samples to mayo clinic which uses a biorad d-100 analyzer and got a result of 7.1%. The customer states the patient had a history of 5 results, and all 5 times result was less than 4% on the g8 analyzer. The g8 analyzer's sa1c measuring range is (4.0 - 16.9) %, and will not show a result when under 4%. However, when same patient sample is ran on the biorad d-100 analyzer at the mayo clinic, a within range result is displayed. The customer states that this happens with only this particular patient's samples. A tosoh technical support specialist (tss) followed up with the customer to assist with the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported event.

Manufacturer narrative:
Technical support specialist (tss) followed up and the customer stated that they reported out the 7.1% result from the mayo clinic's bio rad d-100 analyzer. The tss advised the customer to obtain future specimen from the patient for hemoglobin electrophoresis testing, which will measure hemoglobin levels and look for abnormal types of hemoglobin. The customer stated that the analyzer is functioning as expected and that this issue only happens with this patient. No further action required by tss. A 13 month complaint history and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no other similar complaints found during the search period. Review of related documentation the g8 variant analysis mode operator's manual v 3.2 under section 1.8 and 1.9: section 1.8: interpretation of results: the sa1c measuring range is 4.0 ¿ 16.9%. The ideal retention time for sa1c is 0.59 minutes. The ideal retention time for a0 is 0.90 minutes. Results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See ¿abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However, a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator¿s manual. Section 1.9: expected reference values: reference ranges (non-diabetic): hba1c 4.0-6.0 % (mean 5.0 %, sd 0.5 %) the diagnosis of diabetes and identification of persons at increased risk of developing diabetes follows the ada guideline of 6.5% for the cut-off and values between 5.7% and 6.4% as being at increased risk. The most probable cause of the discrepant result was possibly due to patient sample, cause not established.